Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and prior to use in the anatomy the 2.50 x 20 mm nc trek balloon dilatation catheter (bdc) would not hold negative pressure and a small balloon pinhole was noted. There was no patient involvement; the device was not used. No additional information was provided